Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fungal contamination was found on the plate mueller hinton agar 5% sb 20 ea. As the plate was unused, there were no results to report, and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "product with mushrooms."

Event description:
It was reported that fungal contamination was found on the plate mueller hinton agar 5% sb 20 ea. As the plate was unused, there were no results to report, and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "product with mushrooms."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fungal contamination was found on the plate mueller hinton agar 5% sb 20 ea. As the plate was unused, there were no results to report, and there was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: "product with mushrooms."

Manufacturer narrative:
H.6. Investigation summary the notified batch file was reviewed, verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. It was not possible to carry out the revision of the retention samples because they had already fulfilled their life time, so they were purged. It is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client, however, a root cause attributable to a failure in any of the controls in the processes during the production or storage process was not identified. While the product was kept under the protection of bd. The product accepts an aql of 2.5, so a single contaminated plate is acceptable within the specification criteria. Improper handling can cause contamination because not all the components of the product are sterile, so some spores of the microorganism observed could have entered the product, so any failure in handling can cause the bag to be contaminated and in turn to the plate. Additionally, the contamination of the plate was possibly contaminated by the effect of runoff, which suggests that condensation water was generated in the package and that a colony contained in the plate due to the effect of runoff because the product was not kept permanently in the container. Horizontal position produced contamination. It is worth mentioning that the product was for 15 days outside the bd warehouse.